Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. A healthcare professional (hcp) reported on behalf of the customer that they experienced bleeding after inserting the adc device and an adverse skin reaction with the adc device. The customer indicated that "their arm began to swell and turn red." The customer called the manufacturer who recommended to remove the device. The area continued to bleed after removal of the adc device." There was no report of third-party treatment involved with the reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.